Event description:
It was reported that the patient was experiencing weakness, exhaustion and hypokalemia and as a consequence of the low potassium level, the patient received "implantable cardioverter defibrillator (ICD) firing" (inappropriate therapy) from the right ventricular lead. The hypokalemia was resolved and the lead remains in use. The patient was a participant in the optilink heart failure (hf) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).